Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient remained stable on impella cp support until the case finished. Upon preparation for intensive critical unit (ICU), the patient coded with persistent suction alarms on the device. An echocardiogram was performed to confirm device position. It was stated that heart function was minimal, and the patient expired with family at bedside. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.